Event description:
It was reported that the left ventricular (lv) lead had high threshold since it was implanted. After a device replacement procedure, the nominal pacing vector was used for the lv lead (which was a different pacing vector than what was programmed with the previous device) and the patient did not experience phrenic nerve stimulation (pns). However the patient later returned to the clinic experiencing pns and the vector had to be reprogrammed. The physician and patient are displeased with the anticipated effect on longevity of the new device. The lead and new device remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).